Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material: 302995 batch#: 4346882 verbatim: received a 10ml syringe without any markings. As per investigation: the loose sample contained an unknown black particulate in the fluid path, which is non-conforming per product specifications. The photo showed a syringe filled with a milky white fluid, where the black particulate was visible, and the scale markings were not clearly seen.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Two samples and one photo of 10ml luer-lok syringes (part number 302995) from batch 4346882 were received and evaluated. One sealed sample was found to be defect-free. The loose sample contained an unknown black particulate in the fluid path, which is non-conforming per product specifications. The photo showed a syringe filled with a milky white fluid, where the black particulate was visible, and the scale markings were not clearly seen. The underside of the syringe was not visible in the image, limiting full evaluation. Potential root cause for the foreign matter defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4346882. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.